Manufacturer narrative:
The faulty pcb was evaluated by a stryker product assessment center technician. The technician verified the reported issue. Root cause is a shorted transistor q8.

Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Upon evaluation, stryker found that the the device would not charge when the charge button was pushed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the presence of the event code. The depot technician found that the device would not charge when the charge button was pressed. The therapy printed circuit board assembly (pcb) was replaced to resolve the issues. After performing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a faulty therapy pcb.

Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Upon evaluation, stryker found that the the device would not charge when the charge button was pushed. There was no patient involvement reported with the event.